Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient's ins had not been working for years. The patient stated that it had been malfunctioning because it kept pulsing to where is would just randomly get so high that they couldn't move. The patient decided to turn stimulation off and not recharge or utilize the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined and was explained to the patient as a malfunction. The patient reported that the device is no longer being used. No further information was reported.